Event description:
I used the ihealth covid-19 antigen rapid test kit, that I got free through the government, 5 times in total. The first time I used one, it worked fine. After that, the other 4 times, the small vial of liquid that had to be poured into the bigger vial did not have quite enough liquid to reach the first line. The instructions said that the liquid must reach the first line and not be higher than the second line, or the results of the test might be invalid. Due to the liquid not being enough to reach the line, I had to take the liquid from the second test that was in the box to fill the vial enough to make the tests valid. This of course made the second test in the kit unusable. Therefore, the government paid for two tests but only got one test that was usable. I think this was kind of a rip-off of the government. Reference report #mw5145584, #mw5145585, #mw5145586.